Event description:
During normal device replacement procedure, the lead was unable to be removed from the device header. The event was resolved by explanting and replacing the device after cutting the lead during the normal device replacement procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of could not remove the ventricle lead was confirmed. The device was at elective replacement indicator (eri) upon receipt. Analysis revealed that blood in the front entry seals of the v-connector port was holding the lead in place preventing it from removing. The front seals were normal. Excess blood was most likely not removed from the lead by the physician during implant. The blood that was holding the lead was removed then the lead could be removed from the connector normally.